Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 26-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criterion intervention required), 1 year 7 months after insertion of essure. The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 598 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("misplaced essure coils") and fallopian tube perforation ("slight amount of essure coil was noted to be protruding through the patient's right fallopian tube.") In a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, nulliparous, nulli gravida, tonsillectomy, endometriosis, ovarian cyst, pelvic pain and amenorrhea. Previously administered products included: depo provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 743 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2015 as per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.367 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.. Device dislocation and fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: mr received : reporters information patient medical history and lab data added. Events "medical device removal updated to device dislocation" event fallopian tube perforation" added product removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.